Event description:
The rt tech set the t-tube up on the patient. The ballard closed tracheal system comes packaged with a cap on the extra part to set up on ventilators (see drawing). To set up on a t-tube a 3" flex tube is included in the package. You must take the cap off the t-tube and put the flex tube on the xtra part for the t-tube blow by operation. When the tech set the t-tube up he forgot to take the t-tube cap off. The patient's o-2 was increased to 60% (because she had difficulty and was fighting the tube). She still fought the tube and had difficulty breathing and was given medication to relax her and was taken off the t-tube to begin bagging by ambu bag. As soon as the t-tube was removed there was a "rush" of air from the et tube and at that time it was discovered the cap was still on the tube.on investigation the system was teszted and found there is no pop off valve in this travenol bottle. We have used the travenol set up for about 10 years and the ballard system for 6-7 years. If the patient had been on less than 50% 02, she would have been able to breath back through the system but once the 02 increased over 50% there was no place for her to exhale. There appears to be lack of safety "checks and balances" built into the systemdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, inadequate quality assurance, incorrect technique/procedure, inherent risk of procedure, unanticipated adverse reaction - short term, unanticipated short term complication of procedure, other, connector or adaptor, fail-safe systems. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.